Manufacturer narrative:
Investigation results : on 1/17/2024, the customer reported that the automatic rotation button on the right side of the gantry was not working properly. A review of the system logs showed that the system rotated to 109 degrees, then reversed and rotated back to 90. The field engineer was dispatched to the customer site and replaced the control inserts to resolve the issue. No patient or user injury reported. : the control insert switches were not returned for investigation. The control inserts were on the system for 1,086 days at the time of this complaint. Based on a review of the related complaints, the probable cause of the uncommanded movement is due to an issue with either the control inserts or rotary switch. Issues that can lead to uncommanded motion include worn buttons/components, broken connectors and broken slide/rock mounts. The replaced control inserts were not returned therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. A risk trending was performed for the occurrence and it was determined to be at 2 (low). Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 9/23/2020. System installation date: 2/1/2021. Unique device identified (UDI): (B)(4). There were four discrepancies noted in the DHR however none of the discrepancies were related to the control inserts or rotary switch. The installation of the c-arm control inserts was recorded with no failures/issues noted. The installation of the rotary switch was recorded with no failures/issues noted.

Event description:
It was reported that on (B)(6) 2024, the automatic button on the right side of the gantry was not working properly, logs showed that the system rotated to 109 degrees reversed and rotated back to 90. A field engineer examined the equipment and could not reproduce the problem. Left and right c-arm switches were replaced as a proactive measures. No patient or staff injury reported. No other information is available.